Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Medical product: spinal pak assembly; catalog: 1067716; serial#:(B)(4). Therapy date: unknown. Medical product: 4.5 x 22 infinity pedicle screws at c7. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed skin irritation from all 3 types of the electrodes; the lt-4500 electrodes, the 72r electrodes, and the 63b. The patient had a rash. The described her skin as red and itchy with bumps and welts. The patient wore the 63b electrodes and after 5 hours her became red and itchy. She waited for the skin to heal. The tried the lt-4500 electrodes and after 6 hours her skin became red and itchy. The patient reported that she has sensitive skin. The patient contacted her doctor and was advised to discontinue treatment. It was reported that no further information is available.

Event description:
It was reported that the patient developed skin irritation from all 3 types of the electrodes; the lt-4500 electrodes, the 72r electrodes, and the 63b. The patient had a rash. The described her skin as red and itchy with bumps and welts. The patient wore the 63b electrodes and after 5 hours her became red and itchy. She waited for the skin to heal. The tried the lt-4500 electrodes and after 6 hours her skin became red and itchy. The patient reported that she has sensitive skin. The patient contacted her doctor and was advised to discontinue treatment. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends.